Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a nephrectomy, the subject device was used. While the user was pressing seal button, the subject device output as seal & cut mode. The procedure was completed with another device. This is the report regarding seal & cut output while pressing seal button.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was connected with the transducer, high frequency generator and ultrasonic generator owned in omsc. The output in "seal & cut" mode and "seal" mode were checked and found no irregularities. The electrodes inside the handle were inspected. Foreign materials adhered to the electrodes. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the seal output and the seal & cut output circuit became conductive due to some sort of solvent adhering to the electrodes inside the handle. Besides, seal & cut output was performed when the seal button was pressed while these output circuits were conducted. It was also known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The above device handling has been warned in the instruction manual as follows; *should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus. *if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.